Manufacturer narrative:
Company representative evaluated the system. Customer was provided with a loaner panorama central station and replacement panorama telepacks.

Event description:
Customer reported the panorama central station displayed an error message and had a blank screen after a storm, which may have affected patient monitoring. No patient injury was reported.